Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The device history record were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a legal claim. It is reported that a patient was implanted with a biolox® delta, ceramic femoral head, xl, 36/+7, taper 12/14 on (B)(6) 2013 on the right side and was revised on unknown date due to unknown reason. This is a split case with (B)(4) for the devices manufactured by zimmer inc.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a patient had a trilogy shell and biolox head implanted on (B)(6) 2013 and was revised on an unknown date due to unknown reasons. No medical data such as x-rays, surgical notes or any other case-relevant documents received. The device was requested for investigation, however no product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the appropriate dfmea. Conclusion summary it is only known that a patient was revised on an unknown date due to unknown reasons. Based on this information it is impossible to determine a root cause of revision surgery. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).